Event description:
During continuous renal replacement therapy, using a molecular adsorbent recirculation system (mars) on a prismaflex machine, clotting of the extracorporeal circuit was observed. This occurred approximately 3 hours after the start of treatment. The treatment was reported to have been performed without the use of an anticoagulant. In order to continue therapy the clotted mars was replaced with a new mars. This resulted in 224 ml of blood that could not be returned to the patient. Clotting occurred within two additional mars throughout the therapy, which resulted in a total blood loss volume of 750 ml. The total amount of patient blood loss required a blood transfusion. At the time of this report, the patient is reported to have left the intensive care unit. No additional information is available. This is report 1 of 3 for the same patient.